Event description:
It was reported that an occlusion alarm occurred.  There was no adverse impact to customer¿s blood glucose level. Ultimately, the pump was replaced, and the customer reverted to an alternate method of insulin therapy.